Manufacturer narrative:
(B)(4). User facility listed in initial reporter. Additional information has been requested but not yet received. A supplemental will be submitted upon receipt of any new information.

Event description:
According to the reporter: occurred during a sleeve gastrectomy procedure. After starting to fire, the staple line bleeds. After applying hemostasis, found the staples were malformed. Tissue was slightly thick. The condition was corrected by suturing.

Manufacturer narrative:
(B)(4).

Event description:
The last known patient status is reported as normal.